Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI (B)(4). Unknown if analyzer will be requested for return. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from (B)(6) alleged that they observed potential false positive results for 11 patients¿ samples when testing with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer confirmed that there were 11 alleged false positives but was only able to provided details for six of those patients¿. The customer reported that during review of the data it was noticed that from (B)(6) 2021 6 patients¿ samples showed sars-cov-2 positive, influenza a negative and influenza b negative results. Five of the 6 patients¿ same sample was repeat tested on a different analyzer, the cobas liat system (s/n (B)(4)) that generated sars-cov-2 negative, influenza a negative and influenza b negative results. 3 of the 6 patients¿ had repeat samples sent to the laboratory analyzed on the hologic panther which generated sars-cov-2 negative, influenza a negative and influenza b negative results. A new sample was collected from the 6th patient tested analyzed on the cobas liat system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative and influenza b negative result. The additional 5 patient's results the customer reported as sars-cov-2 positive, influenza a negative and influenza b negative no patient details were made available. Patient sample was collected using nasopharyngeal swab & primestore molecular transport media1.5ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The results were not reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Eleven (11) mdrs will be filed one for each sample as per FDA guidance.